Event description:
It was reported that the right ventricular (rv) lead was explanted due to high pacing threshold. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned severed approximately 55 millimeters (mm) from the terminal end and only the proximal segment was returned. Resistance tests were completed to assess electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to high pacing threshold. A new lead with the same model was implanted. No additional adverse patient effects were reported.